Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the display on the heartstart xl warped when a discharge was performed. There is no reported patient impact.